Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product codes for this report include hwc. (B)(4). The device was not explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Note: additional investigation information (regarding parts on complaint): the allegations contained within this complaint, point to the first screw used (part 04.211.056s) and the plate (04.107.302s). During the insertion of the first screw (04.211.056s), excessive contact with the plate occurred, which is clearly indicated by the flattened thread flanks on the shaft of the screw. This contact likely led to the damage of the locking thread on the plate (which was not returned for investigation). As a result of the damages, the other screws became secondary damage as the plate was already affected/misshapen from the first screw. Therefore, the two (2) other screws mentioned in the event description (parts 04.211.012s and 04.211.044s) will be listed as concomitant. The plate was not returned; therefore, an investigation into the exact cause for the damages to the plate could not be conducted. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 5, 2016 - expiry date: january 1, 2026. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. The event, as per complaint description, cannot be associated with the sterility process of the product. The non-sterile counterpart was manufactured in (B)(4) on january 26, 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 to treat an olecranon fracture. During the procedure, the surgeon encountered difficultly inserting the screw into the second proximal hole of the variable angle (va) olecranon plate. The first unsuccessful attempt at insertion was made with a 2.7mm titanium (ti) va locking screw (56mm). Following its removal, string-like, metal debris was noted in the plate hole. A shorter screw was then selected (44mm) and inserted under image intensification. The surgeon was not pleased with the placement, so the screw was removed with more debris noted. A third attempt was then made with a new screw (12mm), but the screw idled in the plate hole. It too was removed, but no debris was noted with this screw. The surgeon noted that re-drilling of the plate hole was not conducted between attempts and that the direction of insertion was the same for all attempted screws. The surgeon further commented that the damage of the plate hole likely led to the locking failure experienced with the screws. Concomitant device(s) reported: 2.7mm ti va locking screw 44mm (part: 04.211.044s / lot: 9725999 / quantity: 1) and 2.7mm ti va locking screw 12mm (part: 04.211.012s / lot: 9793916 / quantity: 1). This report is 2 of 2 for (B)(4).